Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device in her left fallopian tube had migrated") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and menorrhagia ("prolonged menses"). The patient was treated with surgery (bilateral salpingectomy partial hysterectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, back pain and menorrhagia was resolving. The reporter considered device dislocation, genital haemorrhage, back pain and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: ultrasound scan result was essure in left fallopian tube had migrated. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound revealed that essure device in her left fallopian tube had migrated (seen as dislocation) and she had abnormal bleeding. A bilateral salpingectomy and partial hysterectomy was performed to remove micro-inserts 3 months after insertion. Both events are anticipated in the reference safety information for essure and serious due to medical significance. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, an ultrasound detected that essure in left fallopian tube had migrated. Given the nature of this event, a causal relationship with essure cannot be excluded. Regarding the event abnormal bleeding, after essure's insertion abnormal genital bleeding and menses pattern changes may occur. Since the event occurred after essure procedure, causality was regarded as related. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device in her left fallopian tube had migrated/ migration of essure device, hsg test showed left side essure no overlap. Dr. Said it is broken and migrated in fallopian tubes"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), menorrhagia ("prolonged menses"), hypoaesthesia ("numbness"), night sweats ("sweating at night") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy partial hysterectomy on (B)(6) 2015) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation had resolved, the device breakage, dysmenorrhoea, fatigue, hypoaesthesia, night sweats and abdominal pain outcome was unknown and the genital haemorrhage, back pain and menorrhagia was resolving. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia and night sweats to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure in left fallopian tube had migrated on (B)(6) 2015, hysterosalpingogram (hsg) and result was right side successful. Left side inner coil and outer coil are not overlapping. Health care provided information that left side outer coil could be broken and has risk of migratining. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events were added per pfs: device breakage, dysmenorrhea (cramping), fatigue, numbness, sweating at night. Patients date of birth was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device in her left fallopian tube had migrated/ migration of essure device, hsg test showed left side essure no overlap. Dr. Said it is broken and migrated in fallopian tubes"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), menorrhagia ("prolonged menses"), hypoaesthesia ("numbness"), night sweats ("sweating at night") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy partial hysterectomy on (B)(6) 2015) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation had resolved, the device breakage, dysmenorrhoea, fatigue, hypoaesthesia, night sweats and abdominal pain outcome was unknown and the genital haemorrhage, back pain and menorrhagia was resolving. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia and night sweats to be related to essure. The reporter commented: the essure micro insert was advanced into the right (1 coil) and left (4 coils) tubal ostia without resistance. The left inner coil and outer coil of the essure device were not overlapping, which could be a defect in the essure device. Patient was informed that we can either proceed with surgery or repeat her hysterosalpingogram in three months to see whether or not the essure lead has repositioned. Patient has requested with removal of both right and left fallopian tubes to minimize risk of pregnancy diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure in left fallopian tube had migrated on (B)(6) 2015, hysterosalpingogram (hsg) and result was right side successful. Left side inner coil and outer coil are not overlapping. Health care provided information that left side outer coil could be broken and has risk of migratining. Essure confirmation test: statue poet of bilateral essure micro-insert placement. On the left, the inner coil and the outer coil are not overlapping, as described above. Contrast does not extend beyond the utero-tubal junction. On the right, the micro-insert is in satisfactory position. There is category 1 occlusion quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound revealed that essure device in her left fallopian tube had migrated (seen as dislocation) and she had abnormal bleeding. A bilateral salpingectomy and partial hysterectomy was performed to remove micro-inserts 3 months after insertion. Both events are anticipated in the reference safety information for essure and serious due to medical significance. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, an ultrasound detected that essure in left fallopian tube had migrated. Given the nature of this event, a causal relationship with essure cannot be excluded. Regarding the event abnormal bleeding, after essure's insertion abnormal genital bleeding and menses pattern changes may occur. Since the event occurred after essure procedure, causality was regarded as related. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.